Event description:
Stylet punctured through the tube wall. During placement, the nurse had difficulty ausculating. And x-ray was done. Reporter stated the x-ray showed the stylet had punctured the tube. Reporter also stated the stylet had not been removed from the tube and reinserted during the procedure. There was no report of patient injury resulting from the event.

Event description:
Stylet punctured through the tube wall. During placement, the nurse had difficulty auscultating. An x-ray was done. Reporter stated the x-ray showed the stylet had punctured the tube. Reporter also stated the stylet had not been removed from the tube and reinserted during the procedure. There was no report of patient injury resulting from the event.